Event description:
Per the clinic, the patient had tumors involving the 7th and 8th cranial nerves and was receiving minimal benefit from the device. Reprogramming attempts were made; however, the issue could not be resolved. It was also reported that the tumor on 8th cranial nerve had shown growth. Subsequently, the device was explanted on (B)(6) 2026. During the same surgery, the tumor was removed and the 8th cranial nerve was resected. There are no plans to reimplant the patient with a new device as of the date of this report.